Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device remains implanted.

Event description:
It was reported by a company representative that a patient had experienced an allergic reaction post operatively after receiving a custom cranial implant.

Manufacturer narrative:
According to the final response from the sales rep the no allergies were found with the patient from allergist. The allergic reaction to peek was not confirmed. A review of the relevant quality documents (manufacturing and inspection documents) was not considered necessary since all investigation steps conducted clearly indicate that the event is not related to a manufacturing issue. During the investigation no indication was found for any systematic, design or manufacturing related issue. Device remains implanted.

Event description:
It was reported by a company representative that a patient had experienced an allergic reaction post operativly after receiving a custom cranial implant.